Event description:
It was reported that volume discrepancies occurred. The expected and actual reservoir volumes (erv/arv) were not known. A dye study revealed a kinked catheter at the pump site. The issue was reported as unresolved and the cause undetermined. As a result, a catheter revision was scheduled for (B)(6) 2015. It was unknown if the patient experienced any symptoms . At the time of the report the patient's status was reported as alive-no injury. It was unknown what medication this device system delivered at the time of the event. At the revision the suture around the anchor appeared to have been the issue. The entire catheter was replaced. Additional information was requested to clarify patient symptoms, medication delivered, and the patient¿s current status. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).